Manufacturer narrative:
D9: 8/8/2025. Received one device. Visual inspection found downstream occlusion sensor (dso) seal lifting, replaced dso sensor and seal. Calibrated dso. Preformed downstream occlusion test unit passed test and did not alarm. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "cassette was not attached" error during testing. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.